Event description:
The inner white caps break off in the syringe tips we have utilized them for, blocking drug from leaving the 1ml syringe. This batch were particularly high in failure rate and breakage. Separately, these do not work with 1ml oral syringes and have been a known problem, but the packaging does not indicate it will fail with any size syringe. The white part of the tamper evident cap breaks off in the tip of the oral syringe, and therefore the syringe is clogged, and medication cannot be administered, also running the risk of plastic fragments being ingested by the patient.